Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer was able to rewind. Customer was advised displacement test and manual prime were successful and motor alarm did not recur. The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 540 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was high blood glucose. Customer was treated with 15 units via injection. Customer was release to hospital once his blood glucose was 156 mg/dl. Customer was advised that we are replacing reservoir and infusion sets as a courtesy.